Manufacturer narrative:
H6: initially submitted code d16 is no longer applicable for pli 20 <(>&<)> 30. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) ; h3: product analysis: nim console (s.no: (B)(6)) the customer's complaint could not be verified. The issue pertains to the patient interface, not the console. Imdrf codes: fdd a0908 <(>&<)> a090101, fdm b01, fdr c19, fdc d20 <(>&<)> img g02030. Manufacturing date for the nim console (s.no: (B)(6)) - 2023-03-22. Product analysis: patient interface (s.no: (B)(6)) the customer's reason for return of not working properly has been confirmed. The unit presented with the defective afe pcba with broken electrode pins. Imdrf codes: fdd a0908 <(>&<)> a090101, fdm b01, fdr c0208 <(>&<)> c070603, fdc d16 <(>&<)> img g02005 <(>&<)> g04034. Manufacturing date for the patient interface (s.no: (B)(6)) - 2023-04-11. Product analysis: patient interface (s.no: (B)(6)) the customer's reason for return of not working properly has been confirmed. The unit presented with the defective afe pcba. Imdrf codes: fdd a0908 <(>&<)> a090101, fdm b01, fdr c0208, fdc d16 <(>&<)> img g02005 . Manufacturing date for the patient interface (s.no: (B)(6)) - 2023-04-04. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the stimulator will work for approximately 10 seconds, then it stops delivering current for 30 seconds to a minute or two, and then it starts delivering current again. Used the same type of disposable probe every time, the issue occurs with new probes. The issue occurs with both the patient interfaces. There was a procedure delay of less than an hour. Noise artefacts were present when using the system. The probe was intermittingly failing to deliver stimulus. There was no alert. Just a lack of noise confirming stimulus delivery. The issue resolved itself after a short period of time. The device was usable and the case was completed with the device. Further, the stimulus on the monitor was showing "0" when the surgeon was stimulating. Stimulus was set on 1. There was no patient injury.